Event description:
Updated ed: it was reported on (B)(6) 2020, an elite compression implant in the package does not matched on the label of the package. It is unknown how the issue was discovered. There was no patient involvement. This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, that an elite compression implant in the package did not match with the label of the package. It is unknown how the issue was discovered. It is unknown if there was patient or surgical involvement. This report is for one (1) elite compression implant 25x20x20x20x20 4 legs. This is report 1 of 1 for (B)(4).